Event description:
Dealer called and due to joystick on back order and chair not working properly, recline/tilt function did not work and customer was having an attack and could not receive CPR in the chair and is now in the hospital.